Event description:
It was reported that the system with this right ventricular (rv) lead, right atrial (ra) lead and cardiac resynchronization therapy defibrillator (crt-d) device exhibited noisy signals and oversensing during suturing with pocket manipulation. Technical services (ts) reviewed the provided electrocardiogram images and suspected seal plug issue. Ts advised to remove and reinsert the leads in the device header to see if the seal plug was still intact. Ts also advised to replace the device if seal plug issue was confirmed. This rv lead, ra lead and crt-d remains in service. No additional adverse patient effects were reported. Subsequently, additional information was received indicating an alert that stated the right ventricular auto threshold (rvat) was found to be greater than programmed intrinsic amplitude or suspended on this device rv channel, possibly due to pacing rates being higher than expected.

Event description:
It was reported that the system with this right ventricular (rv) lead, right atrial (ra) lead and cardiac resynchronization therapy defibrillator (crt-d) device exhibited noisy signals and oversensing during suturing with pocket manipulation. Technical services (ts) reviewed the provided electrocardiogram images and suspected seal plug issue. Ts advised to remove and reinsert the leads in the device header to see if the seal plug was still intact. Ts also advised to replace the device if seal plug issue was confirmed. This rv lead, ra lead and crt-d remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the system with this right ventricular (rv) lead, right atrial (ra) lead and cardiac resynchronization therapy defibrillator (crt-d) device exhibited noisy signals and oversensing during suturing with pocket manipulation. Technical services (ts) reviewed the provided electrocardiogram images and suspected seal plug issue. Ts advised to remove and reinsert the leads in the device header to see if the seal plug was still intact. Ts also advised to replace the device if seal plug issue was confirmed. This rv lead, ra lead and crt-d remain in service. No additional adverse patient effects were reported. Subsequently, additional information was received indicating an alert that stated the right ventricular auto threshold (rvat) was found to be greater than programmed intrinsic amplitude or suspended on this device rv channel, possibly due to pacing rates being higher than expected. Subsequently, additional information was received indicating that the rv threshold had been elevated. Rv threshold had been stable around 1.0v (volts); however, there have been three spikes reaching to 5.0v. Patient was noted to have av node ablation in 2024. Ts options for troubleshooting auto, commanded thresholds. Rv and ra lead remains in service and crt-d was later explanted.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.